Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 310, 80-120, 140, 300, 200 mg/dl. The customer reported that they had treated with the insulin pump. The customer alleging possible pump under delivery because there was the issue of the stuck button and the high blood glucose was beginning after the stuck button occurred. The troubleshooting was performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No stuck button alarms noted. (B)(4).